Manufacturer narrative:
Corrected information: the report does have a user facility report number.

Manufacturer narrative:
The report did not have a user facility report number. (B)(4). Approximate age of device - the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the low flow red heart alarm was active with pump flow of 0.0 lpm. Reportedly, the flow had dropped to zero at 7 am on (B)(6) 2018 and never increased. The patient was reported as initially asymptomatic. On (B)(6) 2018 the patient underwent pump exchange for suspect inflow occlusion. The exchange was through mid-sternal incision (msi). A deposition was observed in the inflow cannula. A user facility medwatch was received that states: patient is new hm3 implant originally done on (B)(6) 2018. Np coordinator had received call (B)(6) 2018 night about pt's low flow alarms. Fluid and albumin were given and it resolved. Patient started having low flow alarms the next morning. About 0700 the patient's flow went to 0.0. The pump speed was reduced from 5200 to 5100 without a change. The np changed that patient's controller out to the back up controller, but there was no resolution of flow. Log files were sent to the engineer and it was thought the magnet was levitated, but not spinning. An emergent bedside echo was done to find the lv systolic function was severely reduced. Moderate tr, mr,rv was dilated with moderate to severely reduced function. Most notably, no doppler pulsatility was present across inflow cannula. The outflow was not adequately visualized. CT of head, chest and abdomen was ordered. Patient was transferred to cvicu and low dose epi was started. Patient was taken for urgent pump exchange. During surgery, a clot in the inflow was visualized. Patient's hm3 was exchanged. Patient is now on stepdown unit recovering well. Pump was sent for inspection.

Manufacturer narrative:
Thrombus was confirmed in the evaluation of the left ventricular assist system (lvas). The device was returned assembled with the pump cable severed approximately 6 inches from the terminus of the bend relief and the distal end of the pump cable was not returned. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the lumen of the inflow cannula found a thrombus formation, occluding the blood pathway. The thrombus formation was lightly seated and was not adhered to the textured surface of the inflow cannula, suggesting that it likely did not form in the area. This formation was likely ingested during pump support and would have occluded the blood pathway contributing to the reported low flow alarms. Based on the data captured in the submitted log files, this was likely an acute event; however, the origin of the thrombus formation could not be conclusively determined. The remaining blood-contacting surfaces were free of any adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.